Event description:
Malfunction report form states "suture pulled out". The t's remained in the pt. A partial meniscectomy was completed.

Manufacturer narrative:
Device has been returned; however, evaluation has not been completed.